Manufacturer narrative:
Section h9: 806 number 8020893-03142022-01-c this report is being submitted as part of remediation activities associated with CAPA# 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are not reported as mdrs; this is not a new malfunction/event. H3 device evaluation summary: reportability reassessed based onthe 806 report submitted to the FDA. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb980 ventilator generated a red visual alarm of a circuit disconnect but the alarm did not sound. Although it was reported that there was no audible alarm, the evaluation performed by the service engineer indicated that circuit disconnect alarms and multiple alarm silence commands from the keypad were logged. There was no indication of a malfunction of the device leading to not generating an audible alarm. The service engineer installed a new patient circuit and filters and then simulated various circuit disconnect alarms by removing the test lung and found the unit alarmed immediately and was unable to duplicate the reported issue of no audio alarms. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The investigation could not confirm the reported issue of no audible alarm. Further action is not required because the event is in scope for fca z-0966-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a red visual alarm of a circuit disconnect but the alarm did not sound. The patient was placed on an alternate ventilator and there was no reported harm.